Event description:
A distributor in japan reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber, provided as a part of an rt202 adult breathing circuit, was found cracked and leaking water from the bottom of the chamber during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: only the mr290v vented autofeed humidification chamber, which is part of the subject rt202 breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: visual inspection of the returned mr290v vented autofeed chamber identified a crack along the chamber base. Additional analysis identified evidence that the chamber had been subjected to an excessive stress resulting with stress cracks forming over time. Conclusion: the reported leak was likely due to an excessive stress causing a crack along the mr290v humidification chamber base. The cause of the stress was not determined. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. All mr290v vented autofeed humidification chambers and rt202 breathing circuits are pressure and flow tested during production, and those that fail are rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject breathing circuit kit would have met the required specifications at the time of production. The user instructions that accompany the rt202 breathing circuit state the following: - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Manufacturer narrative:
(B)(6). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber, provided as a part of an rt202 adult breathing circuit, was found cracked and leaking water from the bottom of the chamber during patient use. There was no reported patient consequence.